Event description:
It was reported that the patient's right lead was fractured, confirmed by x-ray. As a result, surgical intervention was undertaken wherein the right lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.